Event description:
Reporter stated that pt was experiencing high blood glucose (18-20 mmol/l) for past 5 days. Reporter stated that the pt could smell insulin, but could not identify where it was coming from. Pt attempted to self-treat by delivering boluses, and drinking additional water.